Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high pacing impedances greater than 3000 ohms. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.